Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 05/30/2024 an FDA medwatch notification was received via email. A facility representative reported that the guide pin from an ar-1898s transtibial acl disposables kit broke during the procedure. This was discovered during a procedure on (B)(6) 2024.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most probable cause is by applying excessive force while grasping and manipulating tissue or when applying excessive leveraging forces.